Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 904 mg/dl at the time of the event. At the time of the report, an alarm occurred on the insulin pump and the buttons were unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed,